Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with 20 miu/ml and 100 miu/ml hcg urine control. Retention products showed hcg positive results at read time and met qc specifications. No false negative results were obtained. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer provided the following timeline of events occurring on (B)(6) 2016: the patient used a home pregnancy test with a positive result. At facility (9:39 am), the patient's urine was tested using a cardinal health rapid test hcg combo 30t with a negative result. The urine sample was yellow/clear with a specific gravity of 1.030 and a ph of 6.5. The sample was negative for protein. A repeat cardinal health rapid test hcg combo 30t using the patient's serum produced a positive result. A well woman exam confirmed pregnancy. Date of last menstrual period: (B)(6) 2016.